Manufacturer narrative:
The reported complaint of "the user noticed that the head restraint on the autopulse platform (sn (B)(4)) is about to break" was confirmed during the visual inspection. The probable root cause for the reported complaint was due to mishandling. Upon visual inspection, noticed one end of one of the head restraint wire was cut. In addition, unrelated to the reported complaint noticed chipped or broken screw well in the front and the bottom enclosure. The root cause for the observed physical damages were likely attributed to mishandling. The top cover, front enclosure and bottom enclosure were replaced to address the physical damage. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing noticed sticky clutch plate, which is unrelated to the reported complaint. The clutch plate was deburred to address the observed problem. The likely root cause for the sticky clutch plate was due to normal wear and tear of the device. The autopulse platform was manufactured in 2016 and is almost 4 years old. The autopulse platform failed load cell characterization test due to defective load cell 2, which is unrelated to the reported complaint. The defective load cells are likely attributed to mishandling such as drop. The load cell 2 was replaced to address the observed problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user noticed that the head restraint on the autopulse platform (sn (B)(4)) is about to break. No patient involvement. During investigation on 04/22/2020, the autopulse platform failed load cell characterization test due to defective load cell.